Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and had a keypad anomaly. The customer stated that they broke their neck and had just gotten out of the hospital. The customer stated that they had been off the insulin pump and the battery has been out of it as well, and when they inserted a battery, it alarmed battery out limit. The customer was assisted with battery out limit troubleshooting. The customer's blood glucose level was 441mg/dl at the time of the incident. The customer stated that they were not on the insulin pump and had been taking manual injections. The alarm and its possible causes were explained to the customer. The battery was out of the insulin pump greater than allowed and it was explained to the customer that this was normal behavior. The customer also reported that the up arrow continued to scroll and the down button was unresponsive. Troubleshooting for button error/keypad anomaly was performed. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.